Manufacturer narrative:
A qualified engineer evaluated the transducer based on the customer complaint. There was no indication of either non-conforming material from shipment, or no indication of design anomaly requiring further action. The data suggests that customer misuse of unapproved disinfectants or methods caused physical damage to rtv. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed, and no additional repair or analysis action was required.

Event description:
It was reported that a customer's x8-2t transducer's sealant around the lens was coming off. The transducer was associated with the epiq cvx ultrasound system at the customer's site. The issue was discovered outside of clinical use, during cleaning and inspection, and was removed from service. No patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.